Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-13121. It was reported that in-stent restenosis occurred. (B)(6) 2017 - the patient had a 5 x 150 x 130 innova¿ stent and a 5 x 60 x 130 innova¿ stent implanted in the right leg (superficial femoral artery/popliteal). (B)(6) 2017 - the patient presented with re-occlusion of the sfa, popliteal stents. The right sfa artery was 90% stenosed and the right popliteal artery was occluded. The right sfa and right popliteal were treated with a 2.1/3.0 jetstream xc atherectomy device and balloon dilation with a 5x200mm non-bsc balloon, resulting in 0% residual stenosis. There were no patient complications and the patient was in stable condition.